Event description:
Information was received from the patient via the company representative (rep) regarding a patient receiving intrathecal dilaudid (hydromorphone) 10 mg/ml at 1.153 mg/day via an implantable pump. It was reported that the patient felt like she was going through withdrawal, she had been nauseated since (B)(6) 2026. Pump pocket site in left abdomen was tender. They reported no falls or injuries and stated that she tried to flip her pump just in case that was the issue. On (B)(6) 2026, the healthcare provider (hcp) attempted a dye study. The pump was not flipped and they could not aspirate the catheter. Patient would be scheduled for catheter revision. The surgical intervention was planned, but had yet to be scheduled. The issue had yet to resolve at the time of this report. Additional information was received from the company representative (rep) reporting they were doing a pump catheter revision. The company rep stated that the patient had an indura catheter and they had a new pump segment piece but they want to use an ascenda that did not connect right. The rep mentioned that when they cut the pump segment off, the proximal spinal segment was freely flowing so they thought the issue was the connection site where the catheter was. The issue was not resolved through troubleshooting. Additional information was received from the company representative (rep) reporting that the pump segment of catheter was replaced. Issue was resolved at end of surgery.

Manufacturer narrative:
Continuation of d10: product ID: 8596sc; lot/serial#: (B)(6); implanted: (B)(6) 2018; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc; serial/lot #: (B)(6); ubd: 14-jun-2020; UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.